Event description:
It was reported broken at testing. No patient involvement. At product evaluation investigation the rpms were higher than specification; missing width plate screw. No additional event information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the rpms were higher than specification; missing width plate screw. The width plate screw, bearing, spring seal, and reciprocating arm were replaced and the eccentric shaft was cleaned. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.